Manufacturer narrative:
Other text: b5: additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The customers problem was not confirmed. The device did not find testing downstream occlusion voltage at 2500mv and passed all tests. Therefore, no fault found with the issue. Replaced downstream occlusion sensor as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump resting dso voltage at 2500mv. Cassette issues. No adverse patient effects were reported.